Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, extended opening, brown particles in shell. A microscopic analysis was performed which identified; an extended sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30023124 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of aug 2019 through jul 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Explanting physician reported rupture diagnosed by ultrasound scan. Additionally explanting physician reported during examination "prosthesis was exposed and infection was observed." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Health effect - impact code : (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection and exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure and infection.

Event description:
Explanting physician reported rupture diagnosed by ultrasound scan. Additionally explanting physician reported during examination "prosthesis was exposed and infection was observed." The device has been explanted. This record relates to the right side.